Event description:
It was reported that the dermatome was making abnormal noise during surgery. The surgical case was done without delay or complication/patient harm. During device evaluation, it was discovered that the rpms were found to be within specification but erratic. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the rpms were found to be within specification but erratic. The spring seal was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.